Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Received notice from insurance carrier that a fire loss occurred where a pride lc101 lift chair was present.

Manufacturer narrative:
The investigation determined the cause of the fire was not the lift chair. Not available for evaluation.

Event description:
Received notice from insurance carrier that a fire loss occurred where a pride lc101 lift chair was present.